Event description:
Reportedly, original load did not lay any staples. Reloaded and tried to fire and again, no staple laid again. The surgeon usen another stapler and fired and he felt it performed. The patient was scoped and oversewed. Patient stay extended 2 days. Procedure: repair of pepiphrenic diverticulum.